Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that "leaking around the end of the stopcock" and suspect it may be connection issue with the carefusion extension set and hospira 4 way stopcock. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
The customer¿s report of leaking at the stopcock connection was not confirmed. Only the extension set was received; functional testing was performed on the set using an investigational stopcock to simulate the connection reported by the customer. No leaking occurred during testing. The root cause for the reported leak was not determined. The reported non-carefusion event stopcock was not returned by the customer.